Manufacturer narrative:
(B)(4).

Event description:
It was reported " the catheter clotted off prior to surgery...vascular surgery had to cut down to remove the sheath and balloon. It was balled up at the end of the sheath and would not straighten out to remove. We initially were going to attempt to replace it with a new balloon by using the same access". The pateint's current condition is reported as "alive and recovering from CABG surgery".

Event description:
It was reported " the catheter clotted off prior to surgery. Vascular surgery had to cut down to remove the sheath and balloon. It was balled up at the end of the sheath and would not straighten out to remove. We initially were going to attempt to replace it with a new balloon by using the same access". The pateint's current condition is reported as "alive and recovering from CABG surgery".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Upon return, the iabc bladder was noted withdrawn through a non-teleflex teflon sheath: the sheath was noted on the iabc bladder membrane. A supplied 60cc syringe was noted connected/fitted to the iabc luer; some dried blood was noted in the syringe barrel. The one-way valve was tethered to the iabc short driveline tubing. The exposed portion of the bladder was fully unwrapped. The central lumen was noted broken within the bladder; the central lumen break was noted at approximately 66.2cm from the iabc luer. A kink was noted to the iabc at approximately 40.0cm from the iabc luer. A dried yellow media was noted on the exterior surfaces of the iabc. Dried blood was noted on the exterior surfaces of the returned iabc. Some dried blood was also noted within the iabc bladder. Since the iabc bladder was noted withdrawn through the sheath, an inservice has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was m easured at six points with measurements ranging from 0.0072in-0.0075in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five s eparate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. Upon removal and visual inspection, various damage was noted to the iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane in a similar location. Under microscopic inspection, two leak sites were confirmed on the iabc bladder and both are consistent with contact from a sharp object or from the broken central lumen noted near this area through; the two leak sites were noted at approximately 19.8cm and 20.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 3.6cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 21.9cm from the iabc luer due to a blocked central lumen. Blood was noted on the guidewire. The central lumen was likely blocked by dried blood. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "catheter clotted off" is unable to be confirmed. Due to the combined damages and returned state of the device, it could not be confidently determined whether an occlusion was present during therapy. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.